Event description:
During a revision left knee surgery, the surgeon felt that the tibial bushing assembly would not engage properly. A second bushing from the same production lot was used successfully. There was no surgical delay.

Manufacturer narrative:
Device not returned for evaluation. Current information is insufficient to allow a conclusion as to the cause of the event. Review of the device history records show that the lot was released to distribution with no recorded anomalies or deviations. Another device from the same production lot was used successfully.